Manufacturer narrative:
The investigation into the thrombus has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the thrombus was determined to be patient condition because thrombus was observed in the left ventricle. No issues with the function were reported and the impella was removed as a precaution. The relationship between the thrombus and the impella was unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient developed left ventricle thrombus. A decision was made to change to iabp and explant impella to avoid aspirating thrombus into the pump. Impella removed without any complications and patient is stable post explant.